Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp was not able to screw to the bone of one of the stimloc's base screws, leading them to think the tip of the screw was broken. A new stimloc was opened and implanted and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.